Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, endometrial ablation and endometriosis ablation. Concurrent conditions included asthma, right lower quadrant pain and bronchitis. Concomitant products included naproxen. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("psych injury/ psychological or psychiatric problems: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and back pain had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain,dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) and pain. Date of removal surgery or date scheduled: (B)(6) 2013. Discrepant information about essure confirmation test given: previously reported essure device successfully occluded and in pfs essure confirmation test not conducted, reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical 24-sep-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and psychological or psychiatric problems: mental anguish. Essure removal details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.